Event description:
The facility reported overinfustion during patient infusion. It was reported that the pump was running the piggy back. The device was set to infuse 200ml in an unknown period of time. The device inused 250ml in 30 minutes. The medication was unknown. Although baxter attempted to obtain information, details were not available regarding addtional contact information. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.